Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during double-stapling technique (dst) reconstruction ,the circular stapler was fired with no problem ,and then the twist knob was rotated 2 full turns and a click sound was heard. However, it was difficult to remove the device form the patient smoothly. The donuts did not have any problem however, upon laparoscopic checking, it seemed the tissue was not anastomosed properly. The tissue was re-resected and the dst reconstruction was re-performed using a competitor's device. The surgical time was extended by less than 30 min. Post-operatively, the additionally resected tissue was inspected and it was noted that the mucosa and muscular coat were damaged near the staple line.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Further inspection of the anvil noted that the plunger was broken. Additionally, a staple was imbedded into the mylar cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage and broken plunger may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states that to makes certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut. Replication of the damaged plunger may occur due to forcing the closure of the instrument after firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.